Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse with supplemental information by a physician in the (B)(6) of peritonitis, loss of appetite, acute gastroenteritis, community acquired pneumonia, anorexia, nausea, vomiting, loose watery green stool, hypotension and fatal septic shock secondary to community acquired pneumonia in a patient coincident with dianeal pd2 ambuflex therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, dianeal pd2 ambuflex therapy was withdrawn. On an unreported date, the patient experienced anorexia, nausea, vomiting, loose watery green stool and hypotension. On (B)(6) 2012, the patient experienced peritonitis manifested by hazy drain and abdominal pain. On (B)(6) 2012, the patient was hospitalized for peritonitis, loss of appetite, acute gastroenteritis and community acquired pneumonia. The cause of the peritonitis was acute gastroenteritis. On a unreported date a chest x-ray was obtained which revealed atelectasis versus effusion. Treatment included an unspecified antibiotic. On an unreported date, the patient experienced septic shock secondary to community acquired pneumonia. Treatment included an unspecified antibiotic therapy, dopamine, dobutamine, levophed and oxygen. On (B)(6) 2012, the patient was connected to a cardiac monitor. On (B)(6) 2012, the patient died from septic shock secondary to community acquired pneumonia. The patient did not recover from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.